Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Additional device information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch ehp358, batch ejb585. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria. It was reported that the dermatitis developed about one week after surgery in late (B)(6) 2013. The patient¿s symptoms were red flair, rash, and itching on side of the thigh. When these symptoms occurred, the topical skin adhesive film was still on the skin. The surgeon opines this was a reaction to the topical skin adhesive. Currently, the patient is in stable condition.

Event description:
It was reported that a patient underwent a surgical procedure to remove an implant from his thigh on (B)(6) 2013 and topical skin adhesive was used on the epidermis. The surgery was completed successfully. After the surgery, on an unknown date, the patient developed dermatitis around the topical skin adhesive site and all around his thigh. The patient did not undergo a re-operation. After the patient was discharged from the hospital, he went to a dermatological department for about a month. Now, the patient is getting well.